Manufacturer narrative:
Other: it was reported by the patient that he had a "microfracture" and it will be "replaced today." Additional information received from the physician was that the lead showed oversensing, high impedance and an apparent fracture. The lead was capped and an new lead implanted. There were no reported patient complications as a result of this event. No conclusion can be drawn. Impedance, high, lead(s), fracture of, oversensing.

Event description:
It was reported by the patient that he had a "microfracture" and it will be "replaced today." Additional information received from the physician was that the lead showed oversensing, high impedance and an apparent fracture. The lead was capped and an new lead implanted. There were no reported patient complications as a result of this event.